Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: it is not known at this time if the products implanted were zimmer products. Surgical notes were not provided. The sterilization processes for zimmer devices were validated in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. In addition, before each mfg lot is released, the "certificate of processing" from (B)(4) is reviewed for conformance. This certificate lists the maximum, minimum, and actual gamma dose in kgy. Therefore, if zimmer product was implanted, it is highly unlikely that the pt's device(s) caused or contributed to the pt infection. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the pt was revised due to infection in her right knee.